Event description:
Patient reported they are not able to get their infusion to infuse properly. Patient stated patient and their husband set it up correctly, no lines were kinked and the needles were inserted properly. Patient thinks the issue is with their pump. Patient reports they only received one third of their dose. No symptoms reported due to infusion issue. Patient also reported experiencing swelling. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: hizentra 20% pfs (4gm total) - 16gm. Hizentra indication: common variable immunodeficiency, unspecified. Did patient miss a dose or have an interruption to therapy? - yes. Did adverse event(s) result due to product issue? - unknown did pharmacy replace device? - yes. Is device associated with event available for return? - unknown.